Event description:
It was reported that after a routine infusion set and supply change on the fifth day of ilet use, the user experienced persistent high blood glucose and subsequently presented to the emergency department, where hospitalization occurred; the user has since disconnected from ilet pending additional training and clinical follow-up. Symptoms included hyperglycemia with reported concern for cardiac-type symptoms and findings consistent with acute kidney impairment. Outcomes included emergency treatment and inpatient admission with discharge after stabilization.

Manufacturer narrative:
Investigation included collection of blood glucose history, hospitalization details, and user education and troubleshooting, with healthcare professional involvement for follow-up. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded that the event involved hyperglycemia of undetermined cause with the user remaining off therapy until recovery and retraining. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.